Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicates: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pads which resolved the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable which resolved the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Correction is regarding therapy cable rather than therapy pads.

Event description:
The customer contacted physio-control to report that their device therapy pads did not connect to the device. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device therapy pads did not connect to the device. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Additional information: method, results, and conclusion codes

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pads which resolved the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device therapy pads did not connect to the device. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.